Event description:
New information received noted that patient came into the clinic on 11 may 2021. Device was reprogrammed accordingly and patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. An in-clinic follow-up was recommended. Patient was stable after the event.